Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of scope cover packing, water tightness is lost; due to deformation of switch box, water tightness is lost; due to damage on flexibility adjustment ring, flexibility adjustment function does not work; air/water cylinder has no color; suction cylinder has no color; air/water cylinder has foreign objects; due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; and air/water tube has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device maintenance, the air/water tube and air water cylinder of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected field: g3 - date received by manufacturer on initial report should be march 1, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign material in the air/water cylinder and channel occurred because the reprocessing could not be conducted properly due to leakage at scope cover and switch box. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.